Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the assistant firing the eea squeezed the handle to fire the device without the indicator window being green. The handle was squeezed with enough force that the safety knob broke and the device was fired. As a result the stapler was not completely closed and the staple line was not complete. There was tissue damage. Because, the firing sequence was not properly completed, the staple line was not acceptable. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. Dr (B)(6) had to reestablish the rectal stump and use a new eea to properly secure the anastomosis.